Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patients physician believed that patient was having an arthritis from spine down to patients lowere back and was in constant pain. The patient underwent an explant procedure.